Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, the insertable cardiac monitor (icm) exhibited post-sensed t-wave oversensing on stored electrocardiograms (egm). Programming changes were performed, which resolved the issue. The patient was in stable condition.